Event description:
It was reported that a user experienced signal loss between a newly started dexcom g7 sensor and the ilet, while the sensor remained connected to the dexcom app, prompting troubleshooting and user education. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included restoration of communication and normal operation after device and phone restarts. Investigation included remote troubleshooting and user-guided reboot steps. Investigation of this case revealed that the issue was resolved with power cycling and no device malfunction was confirmed. It was concluded that the event was attributable to a transient connectivity issue between the cgm and the ilet that resolved with standard troubleshooting.